Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure in the hypogastric artery using ruby coils and a lantern delivery microcatheter (lantern). During the procedure, the physician was unable to advance the last ruby coil into the microcatheter. It was reported that the technician had kinked the ruby coil pusher wire. Therefore, the ruby coil was removed. The procedure was completed using another ruby coil. There was no report of an adverse effect to the patient.